Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by healthcare professional (hcp) via company representative (rep) regarding a patient who was receiving unknown drug via implantable pump. It was reported that patient had an infection (unknown when or details) and the patient's pump and catheter were explanted (asked but unknown when or details). The factors that may have led or contributed to the event were unknown and noted to have no further information. Diagnostics/troubleshooting for the event were unknown and noted to not be available. The hcp stated that patient had a letter from their infectious disease physician clearing the patient for a new pump and catheter implant. The new pump and catheter were implanted on (B)(6) 2021. It was reported that the issue was resolved at the time of report. The patient's weight was asked and will not be made available. The patient's medical history was asked and will not be made available. The patient's status at the time of report was alive - no injury.